Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage on the electronic assembly. The drive support disk was inspected and no anomaly was noted. The displacement test could not be performed due to the keypad anomaly.

Manufacturer narrative:
.(B)(4)currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump fell in the water. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.